Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this system with a right ventricular (rv) lead and a pacemaker had been showing high, out of range pacing impedances for over a month. Also, noise had been observed. The lead had been in unipolar mode and showed no capture at max output in unipolar and bipolar. The patient is not dependent and has an underlying rhythm of 40 bpms. The lead has been explanted and a new rv lead was implanted at the same procedure. When extracting the old rv lead the tip/helix was observed to be broken and now remains in the rv apex. Initially, the origin for this lead issues was assumed to be related to a lead fracture according to the sales representative but after the lead analysis at the laboratory it was observed that setscrew marks were on the incorrect section of the pin which caused electrical pitting. Several months later, after the old rv lead revision and the implant of the new rv lead, the battery power consumption appeared to be high. The rv channel impedances were reported highly variable, with low, out of range values and in other moments, saturated values with noisy signals. The pacing threshold also was reported high. It was recommended to change the pacemaker and the recently implanted rv lead. At this moment, both the rv lead and the device have been explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.

Event description:
It was reported that this system with a right ventricular (rv) lead and a pacemaker had been showing high, out of range pacing impedances for over a month. Also, noise had been observed. The lead had been in unipolar mode and showed no capture at max output in unipolar and bipolar. The patient is not dependent and has an underlying rhythm of 40 bpms. The lead has been explanted and a new rv lead was implanted at the same procedure. When extracting the old rv lead the tip/helix was observed to be broken and now remains in the rv apex. Initially, the origin for this lead issues was assumed to be related to a lead fracture according to the sales representative but after the lead analysis at the laboratory it was observed that setscrew marks were on the incorrect section of the pin which caused electrical pitting. Several months later, after the old rv lead revision and the implant of the new rv lead, the battery power consumption appeared to be high. The rv channel impedances were reported highly variable, with low, out of range values and in other moments, saturated values with noisy signals. The pacing threshold also was reported high. It was recommended to change the pacemaker and the recently implanted rv lead. At this moment, both the rv lead and the device have been explanted. The rv lead has been returned for analyis. No additional adverse patient effects were reported.